Manufacturer narrative:
Additional information: section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it remains implanted in the patient¿s ocular sinister (left eye). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after intraocular lens (iol) implantation and during viscoelastic removal, a 6mm shiny thread-like object was seen tagged to the edge of the dib00 model iol optic. The doctor attempted multiple times to aspirate it out of the eye but it was clearly attached to the lens. She ended up using forceps to grasp the foreign body and it broke off every place she tried grabbing it. Doctor suspects it was an acrylic remnant. She was able to remove most of it but a tiny tag remained in the bag, attached to the iol optic. The following are all unknowns: daily activities significantly affected, incision enlargement, suture(s), vitrectomy, and if further medical attention was needed. Patient status post-procedure was also reported as unknown. The fragment removed was too small to save and was unable to locate the fragment after the procedure. The doctor has a video saved on the foreign body. The suspect iol is not available for return as it remains implanted in the patient¿s ocular sinister (left eye). No further information is available.

Manufacturer narrative:
Additional information: device evaluation: no suspect product was received; however, a photo/video was provided by the customer. The customer provided video was evaluated. Displayed was an inserted lens. No issues could be identified. Complaint issue dc-foreign material - loose was not confirmed during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.